Manufacturer narrative:
Concomitant products: product ID: 3487a-56, lot# va07fkr, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va05qg9, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va05qg9, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va05qg9, implanted: (B)(6) 2013, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was possible lead migration. The patient went to physical therapy and had their hip adjusted. The patient stated after that the stimulation did not feel right. It felt like when you touched a loose wire. It was uncomfortable. No diagnostics were performed. The patient¿s pain doctor was notified. The patient turned stimulation on and decreased the amplitude to a low level. Then they slowly increased the stimulation back to the level the patient had. That did not help to resolve uncomfortable sensation. The patient stated that he would keep the implantable neurostimulator (ins) off until they went to the doctor¿s office. Later it was reported that the patient experienced adverse stimulation paresthesia. The outcome was resolved without sequelae. Interventions included reprogramming device. The event resulted in an unscheduled clinic or office visit. Device interrogation found no abnormalities. The etiology was noted as related to the device or therapy and not related to the implant procedure. The patient underwent manual correction of a pelvic obliquity and notes new adverse stimulation paresthesia to low back. The patient was concerned about a possible neuroelectrode migration or damage. The patient saw the doctor and impedances were checked and were within normal limits. The programming for the low back stimulation was causing the uncomfortable stimulation which the patient described as a loose wire. The electron configuration was changed along with rate and pulse width which help resolve the uncomfortable stimulation to the back. The patient was satisfied with the changes and no further action was required. Relevant medical history included: post lumbar laminectomy syndrome, spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.